Event description:
Product analysis on the generator was completed on (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have remained unsuccessful to date.

Event description:
Additional information was received indicating that the patient underwent a vns generator revision on (B)(6) 2012. The generator has since been returned for analysis however analysis is not yet complete. The return product form and implant card indicated that the replacement was performed for prophylactic reasons and that impedance was "ok". Attempts for additional information are in progress.

Event description:
Clinic notes dated (B)(6) 2012 and received on (B)(6) 2012, indicated that the patient had been experiencing an increase in seizures. On (B)(6) 2012, the patient was reported to have had a grand mal seizure that lasted five minutes, which was treated by vns magnet therapy and ativan. The patient had a second seizure thirty minutes into recovery and a third seizure ten minutes later with paramedics. The physician was questioning the function of the vns and requested that the patient undergo an MRI and have his vns checked. The patient has also been referred for revision. Surgery is likely but has not occurred to date. No additional information is known at this time.

Manufacturer narrative:
.